Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated an error message and would intermittently experience the safety valve open condition when the ventilator was moved around or touched. Reportedly, the ventilator would return to normal mode. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found that the ventilator had a loose ribbon cable connection to the power communication printed circuit board (pcb). The se reseated the cable to correct the problem. The se performed calibrations and extended self-testing on the device and all tests passed.